Event description:
It was reported to philips that the buckle of the electrode plate was broken during routine monitoring. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1: (B)(6), reporting address line 2: (B)(6),reporting address state: (B)(6), reporting address postal: (B)(6), reporting institution phone: (B)(6), reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.